Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that when the lens was half implanted in the eye it got stuck in the injector necessitating removal of the lens from the eye. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient information available to determine the cause of the lens failing to fully eject. Rayner is liasing with its polish affiliate company to obtain additional information to facilitate further investigation of the event. Our review of production records for the rayone rao600c batch 033210766 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this an isolated event. No other incidents, of any type, have been received against the rayone rao600c batch 033210766.

Event description:
On (B)(6) 2023, rayner received notification from its polish affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that when the lens was half implanted in the eye it got stuck in the injector necessitating removal of the lens from the eye.